Manufacturer narrative:
Returned device was received with the inner cannula damaged in the fenestration area. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the inner cannula was broken on the portex tracheostomy tube (blue line). An alternative tracheostomy tube was used. No patient injury or complications were reported in relation to this event.